Event description:
Information received from the field notes rates as low as 30 ppm and loss of sensing. A chest x-ray showed thinning of the lead at the rib/clavicle. The lead impedance was 1300 ohms. The physician programmed the device to the unipolar configuration. In unipolar, the lead impedance was about 300 ohms.